Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a type I endoleak of aaa using penumbra coils 400 (pc400¿s). During the procedure, while attempting to advance the first pc400 through a non-penumbra microcatheter, the pc400 became stuck approximately one centimeter from the distal tip of the microcatheter; therefore, it was removed and inspected. The pc400 was then re-advanced into the microcatheter; however, the pc400 became stuck again at the same position. Therefore, the pc400 was removed and the procedure was completed using another pc400, six smart coils, a non-penumbra coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly and the introducer sheath had coagulated blood inside. Conclusions: evaluation of the returned pc400 revealed that the introducer sheath had coagulated blood inside. During the functional test the pc400 could not be advance through a demonstration microcatheter due to the coagulated blood inside the introducer sheath. Therefore, the root cause of the reported issue of the coil becoming stuck inside the microcatheter could not be determined. The non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.